Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during bypass surgery, the patient received inappropriate atp and hv therapy. A temporary pacer was placed for back up support and a magnet was placed over the ICD. Oversensing of the temporary pacer was suspected as the cause. It was also noted that the magnet may not have been taped to the patients chest, but instead held in place by the patients arm for the 5-hour procedure. Multiple episodes were stored during this time frame, with some therapies being aborted due to non sustained lead noise, and others for magnet replacement. No oversensing was present after the temporary pacer was turned off. Measured impedance values varied from pre-op values and sensing had decreased. X-rays and dfts were recommended after the patient was stabilized. No further information is available at this time.